Event description:
It was reported that a large volume infusor had gray particles (cork) inside. This was noticed during quality control, at the time of device release. The device contained 3870 mg fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.(additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between august 10-14, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed a brown color particle embedded within the material of the stressmember plug. The embedded particle is not in the fluid path because it is molded within the material of the plug. The plug is a component assembled at the lower part of the stressmember and is used as a stopper to prevent fluid from entering inside the stressmember when the device is filled with medication. The reported condition was verified. The cause was related to a supplier issue during manufacturing. Embedded particulate not in the fluid path is unlikely to cause harm and does not impact the sterile pathway. Particulate outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.